Event description:
In 81 the patient had placed bilateral breast implants. Since that time the right side has ruptured and the patient has experienced left arm, rib, shoulder and hip pain. The patient has a bilateral capsulectomy and removal of both implants. The right implant had ruptured and the left implant was intact. This report is late because it was originally sent to the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.